Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/07/2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Date of issue is an approximation. The patient started to experience itching within a few hours after the sensor was inserted. The patient indicated that they received a prescription for triamcinolone cream that was provided by their endocrinologist to treat the affected area. The date of the prescription is unknown. At the time of contact, the patient was doing fine. No additional patient or event information is available.